Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the forceps broke. The procedure was delayed approximately 10-20 minutes. All the fragments were retrieved. The surgeon used a competitor instrument to complete the procedure. No additional medical treatment was needed. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the investigation of the complained holding forceps found that on all instruments, one prong is broken off. The manufacturing documents show conformity to the specifications. The microscopic view of the broken surfaces does not show any anomalies. The broken surface is homogenous which indicates material conformity. Unfortunately, the exact cause of failure cannot be determined. We suppose that too much applied mechanical during use caused the breakage. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.